Event description:
It was reported that when the device was used during an unknown procedure, the handle of the device broke during firing. Another device was used to complete the case. There was no consequence to the patient. The device was discarded.